Manufacturer narrative:
Patient identifier - requested, not provided date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported during a diagnostic cerebral angiography procedure with femoral access with a 5fr sheath on a patient who takes anticoagulation therapy. The decision was made to close the artery with a 6fr angio-seal device. Implementation of the angio-seal. During the withdrawal of the device, the anchor did not deploy and it came out of the puncture site. Manual compression was held for twenty minutes and there was no clinical consequence related. Additional information was received on 8/27/18: a pre-deployment angiogram was performed. The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date and to provide the completed investigation results. (B)(4). One 6fr angio-seal sts plus was returned for evaluation. The device was returned in the forward lock position with the released anchor visible on the sheath distal tip. For functional testing, the device was pulled back to rear lock position and the anchor posted against the sheath. An attempt was made to release all components by applying manual pressure to the anchor. The collagen, anchor and tamping tube were released but due to severe degradation of the suture due to moisture, the suture fractured during withdrawal. No other anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results the deployment sleeve was still in the forward lock position upon receipt, it is likely that the device pulled out without encountering any resistance in situ due to subcutaneous deployment. However, the exact cause of the reported event cannot be definitively determined.